Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4)-incomplete. The lot number is currently unavailable evaluation statement: the complaint device was received and evaluated. Visual observation confirms the weld breakage reported as the sheath end is completely separated from the t-handle on the device. The device also exhibits wear as would be typical with excessive abuse of the device over repeated uses. This excessive abuse would be typical of the separation of the two ends from each other as is noted in this complaint. It was noted that the design of this device was changed making it a single piece design, thus eliminating the weld. Therefore, it can be determined that this design change has corrected the separation failure mode. Furthermore, no lot numbers were provided which precludes conducting a batch history review or a lot specific search in the complaints handling system. Based on the overall complaint rate and implemented design changes, at this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a demonstration, it was observed that the biointrafix 7-8mm sheath trial device broke into two pieces; and that a guide wire could not pass through the modular driver. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.